Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital, then transported to a different facility and admitted in the critical care unit, due to low blood glucose (bg) levels and loss of consciousness, while wearing the pod. The patient had the device on for 18 hours after the incident, still delivering doses of insulin, prolonging the hypoglycemia and harming to an extend of developing cognitive impairment and pneumonia. No information was provided on the type of treatment provided.